Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the right atrial lead exhibited noise oversensing. The patient was in atrial fibrillation during the noise episodes. No intervention was performed. The patient would be continued to be monitored.